Manufacturer narrative:
Device evaluation: one device was returned for evaluation. The bag was pressure tested and passed the pressure test. The device performed as expected. The complaint is unconfirmed. The device history record was reviewed and no exception documents were found. The complaint database was reviewed and no similar complaints for this lot number were found.

Event description:
The user reported that the inflation device lost pressure during use and needed to be reinflated. A new device was opened. No patient harm or injury was reported.

Manufacturer narrative:
The device has not returned for evaluation. A follow up report will be submitted when the evaluation has been completed.